Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: the manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The software investigation determined that the behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that after they upgraded the systems to the new software and os, the video they slave to the external monitor would cut out. They are exporting into an oscar box that then goes into the wall to the stryker monitors. The manufacturer representative confirmed that they were unable to replicate the failure. They set the system to 1080p and have not seen any further issues. No patient was present at the time of the event.